Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50, serial number: (B)(6), batch/lot number: 15960103, model/catalog description: infinion 16 lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient presented with high impedances on both leads and therefore underwent a procedure to address the lead issues replacing both leads. The explanted devices were not returned as the hospital declined product return. The patient is reported to be doing well postoperatively.